Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 540 mg/dl. The customer was treated with the manual injection and insulin pump. The customer alleges insulin pump was under delivering because after treating blood glucose for carbohydrate intake blood glucose continues to go high and was not stop. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency, nor admitted into hospital, as a result of high blood glucose. The customer stated that they had performed the displacement test and the test was passed. The reservoir will not be returned for analysis.